Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The original complaint of the up arrow and ok keypad buttons intermittent response was not duplicated during testing. There was evidence of contamination found under the up arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed that the pump case was cracked between the display lens and the case seal. The user guide warns the user that cracks, chips, or damage to the pump may impact the waterproof feature of the pump and allow contamination to permeate the button contacts negatively impacting the button function. The damage is obvious and detectable and should alert the user to discontinue use of the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok and up arrow keypad buttons were intermittently responsive and required hard presses to engage. The reporter noted the issue caused several boluses to be canceled and resulted in bg levels of 419 and 433 with no symptoms. This does not meet animas' criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.